Manufacturer narrative:
The console has not been returned for investigation. However, the console was serviced onsite by a field service engineer (fse). During inspection, fse identified some peripheral boards were not working. The interface controller was observed to be defective, and a burning smell was confirmed to be coming from it. The board was opened and there was a burned board inside the interface controller. Based on the investigation results, the reported allegation was confirmed this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the machine was not working. A burning smell was also noticed. No patient was involved.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the machine was not working. A burning smell was also noticed. No patient was involved.